Event description:
The nurse (rn) tried to disconnect the hospira intravenous (IV) tubing set from the clave, on the end of the patient's IV. The end of the IV tubing broke off into the clave. As a result, the rn had to change out the patient's clave and the IV tubing set. We are concerned because this is the 3rd event of this type with this particular product in the last month. The hospira representative was informed about all 3 events. Two of the tubing sets were already returned to hospira for further investigation. As soon as they send a package, the 3rd set will be returned.